Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned. The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was inserted into the sim-vivo test fixture and all results were within specification. No product deficiency was identified. An extended investigation due to the sensor serial number on the DHR review is incorrect. An extended investigation has been performed on modified sensor (B)(4) and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The error message, "replace sensor," was obtained when scanning the adc freestyle libre sensor. As a result of the customer not being able to monitor their blood glucose, they were unable to treat themselves and emergency services were called. The customer was provided IV insulin by emergency services for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.